Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller stated the patient claimed the stimulator does not work. The caller did not have any further details about the system. No further information was provided. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Corrected to product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 (B)(4): information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller stated the patient claimed the stimulator does not work. The caller did not have any further details about the system. No further information was provided. No further patient complications are anticipated or expected as a result of this event.